Event description:
In 2006, two gore tag thoracic endoprostheses were implanted. The next month, a third device was implanted. Currently, no further information is available.

Manufacturer narrative:
A review of the manufacturing paperwork is being conducted. Please note: in 2006, two gore tag thoracic endoprostheses were implanted (tg4020/lot#03982591 and tg4020/lot#03982612). Approximately 3 weeks later, a third gore tag thoracic endoprosthesis was implanted (tg4015/lot#03735093).